Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood and unspecified drug leaked from an interlink device after an unintended disconnection of the lock connector during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The possible lot numbers are sr16i13022, sr16h29053 and sr16h24021. A batch review was conducted for each potential lot number and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. The device was pressure tested under water with no issues noted. The luer connector was dimensionally inspected with a ring gauge and found to be within specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.